Event description:
A customer from united kingdom (UK) reported that the contour® next one meter purchased in UK from amazon website was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer returned the suspected device to amazon. Therefore, the device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history and distribution records were reviewed for the suspected contour® next one meter with serial # (B)(6). It was found that the meter was programmed to display the units of measurement in mg/dl and was intended for and distributed in the us market. The meter was not configured to be distributed in the UK market. The issue occurred outside of ascensia's control. Section g1 (continued) - manufacturing site for device information has been corrected. The device manufacture date in section h4 has been updated.